Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-18262. It was reported that the patient presented in clinic for lead extraction. The reason for lead extraction was not provided. Both the patient's right ventricular and left ventricular leads were explanted and replaced. The patient's condition was unknown.